Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that tip detachment occurred. A 4.50 x 24 mm synergy xd drug-eluting stent was selected for use. However, during the procedure, the tip of the stent broke. The procedure was completed with a different device, and no patient complications were reported.